Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The patient contact reported receiving a draining slowly alarm twice during drain 0 of treatment. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed the reported event occurred during fill 1 of treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient went to the hospital to have the catheter flushed but there were no issues found with the patient during the flush. The patient contact stated that the patient has not been performing peritoneal dialysis in the absence of the cycler. The patient contact confirmed that the doctor recommended working with the pd nurse to replace the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The patient contact reported receiving a draining slowly alarm twice during drain 0 of treatment. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed the reported event occurred during fill 1 of treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient went to the hospital to have the catheter flushed but there were no issues found with the patient during the flush. The patient contact stated that the patient has not been performing peritoneal dialysis in the absence of the cycler. The patient contact confirmed that the doctor recommended working with the pd nurse to replace the cycler. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.